Event description:
This report is being supplemented to correct d4 - unique identifier (UDI) number to (B)(4).

Event description:
The customer reported to olympus that during unspecified procedure using this duodenovideoscope and single use distal cover, the distal cap fell off in patient and was retrieved without a second procedure. There were no reports of patient or user harm associated with this event. Patient identifiers: (B)(6) - duodenovideoscope. (B)(6) - single use distal cover. This report is for (B)(6).